Event description:
Baxter reported, "a spike of a transfer set came off from a port of uv twin bag just after connected to a solution bag." No pt injury or medical intervention was associated with this incident per baxter.